Manufacturer narrative:
Implants from the capstone and legacy systems were also implanted in this patient, according to the report. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4). Location : other. Event location other : unknown. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient experienced hive breakouts over the past few months following surgery. Patient is also experiencing worsening pain in the lower back. Customer states that she has a known allergy to nickel and cobalt.